Event description:
It was reported that the customer went to the hospital with an unknown elevated blood glucose (bg) level. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.